Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a missing depth markers is confirmed but the exact cause remains unknown. Two photo samples of a 4 fr groshong nxt catheter were provided for evaluation. Both images show the external catheter segment while inserted within the patient. The catheter is inserted up to the 35 cm depth marker. The striped line depth markers are visible up to the 30 and 31 cm depth markers; however, the depth markers between the 31 and 35 cm depth markers are not clearly visible. The lack of a returned sample does not allow for a clear determination of the root cause; however, possible contributing factors include application during printing process and exposure to cleaning solvents during use. Since a portion of the depth markings are not visible, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when trimming the catheter in process of puncture, the customer found that there were no graduations at the scale of 34 cm, 35 cm and 36 cm. This made it impossible to know about the accurate graduations on the catheter.

Event description:
It was reported that when trimming the catheter in process of puncture, the customer found that there were no graduations at the scale of 34 cm, 35 cm and 36 cm. This made it impossible to know about the accurate graduations on the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz3692 showed no other similar product complaint(s) from this lot number.